Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for the alleged failure that the user experienced since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Explanted date: device was not explanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal evolution was used in a peripheral arteriogram with intervention access procedure. The right groin equipment was a 6fr pinnacle exchanged for 6fr 45cm straight destination. At the end of the procedure, a picture was obtained of the access site and determined acceptable for angio-seal. The md located the vessel appropriately, advanced the angio-seal and set it, then retracted the device until he saw a green indicator on the tamper tube, next he pushed the white button releasing the suture and the suture came loose from the device as he retracted everything. It appeared as if the closure was not successful and pressure was held on the access site to obtain hemostasis. Estimated blood loss was less than 250cc's. The patient was in stable condition. The procedure was unsatisfactory. There was no patient injury, medical/surgical intervention required.